Manufacturer narrative:
A battelle critical care decontamination system (ccds) worker reported bleaching on their finger tips on both hands with the left hand having the most bleaching. The bleaching patches appeared consistent with h2o2 exposure. Worker wore the proper ppe while working with the bioquell and around it. The worker noticed the bleaching when operating the biqquell. They had not changed out the h2o2 bottle and never went near the chemical storage locker. The worker walked around the site retracing their steps and no standing liquid was found. Worker washed their skin with water. Worker declined medical attention. This report is required under the terms of the battelle ccds eua. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
A battelle critical care decontamination system (ccds) worker reported bleaching on their finger tips on both hands with the left hand having the most bleaching. Worker declined medical attention.